Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing properly. Another device was used to complete the procedure without incident. There was no tissue damage and no blood loss. There was no pt injury.